Event description:
It was reported that pump speaker did not make any audible sound during alerts despite sound and vibrate settings being turned on and set to high. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to test alert function, confirmed lack of sound, and was informed pump would be replaced under warranty; customer planned to continue using current pump until replacement arrived, was instructed on storage mode, reprogramming pump settings, reconnecting continuous glucose monitor, and returning problematic pump using prepaid label within required timeframe.